Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
I can¿t remove tampon - vagina [foreign body in reproductive tract] tampon string breaks [device breakage] when I remove it the string breaks and I can¿t remove it - tampon [complication of device removal] case narrative: consumer reported via social media that the tampon string breaks. No serious injury was reported.